Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported suspected biopsy cores contamination.

Manufacturer narrative:
H11 updated: elekta have become aware that disposable biopsy needles (911933) from four batches (837838839, 849850851, 852853854, and 858859860) can contain some microscopic debris on the inside of the biopsy needle. The material in the debris is stainless steel, which is the same material as the biopsy needle. No debris has been found on the outer parts of the biopsy needles. The sterility of the biopsy needles has not been affected. This issue has been reported from one site. There is a risk that debris can come loose and appear in the biopsy sample. Debris in the biopsy sample may interfere with the slicing of the biopsy sample and delay or make examination difficult. There is also a potential risk that debris is deposited in the brain. This risk is considered very low since the debris has only been reported on the inside of the biopsy needle. With the information received from customer and results from internal testing it seems that the problem is isolated to the identified batches. Investigations suggest that the debris originates from the manufacturing process and a non conformance report (ncr) has been raised with the supplier. An important field safety notice (100-01-301-007) was sent to all affected customers (with batch/lot number 837838839) on 18 march 2024 to advise them of the issue. An additional field safety notice (100-01-301-009) was released on 01 may 2024 to affected customers who were identified to have had batch/lot number 852853854, 858859860, 849850851.